Event description:
It was reported that multiple low flow alarms on (B)(6) 2023 prompted an echocardiogram and right heart catheterization (rhc) results showed moderate to severe tricuspid regurgitation at pump speeds of 5200 rotations per minute (rpm), 5000 rpm, and 5400 rpm. Systolic septal flattening suggested right ventricle (rv) pressure overload and left ventricle (lv) and rv systolic function were severely reduced. Findings of mild continuous aortic insufficiency were attributed to the presence of the left ventricular assist device (lvad). There was no evidence of pericardial effusion. The patient was transferred and placed on extracorporeal membrane oxygenation (ECMO) support and continuous renal replacement therapy (crrt) on (B)(6) 2023. Renal dysfunction was felt to be on the basis of cardiorenal syndrome. The patient continued to have low flow alarms with flows sustaining at 1.9 liters per minute (lpm). Set speed was changed from 5200 rotations per minute (rpm) to 5100 rpm on (B)(6) 2023. No cause for the low flow alarms had been identified, but it was noted that the alarms only occurred with change in position. The patient was reportedly asymptomatic during the alarms and was doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined. Low flow alarms were confirmed via the evaluation of the log files provided by the account; however, a specific cause for the alarms could not be conclusively determined through this investigation. The controller event log files contained captured intermittent low flow alarms on (B)(6) 2023 due to the estimated pump flow falling below the low flow threshold of 2.5 liters per minute (lpm) for 10 seconds or longer. No other notable alarms were captured, and the pump appeared to have been operating as intended at the set speed. The patient was experiencing a lot of positional low flow alarms without a root cause. The patient underwent an echocardiogram and a rhc (right heart catheterization), which revealed valve insufficiency/regurgitation. The patient was transferred, placed on ECMO (extracorporeal membrane oxygenation) support, and received crrt (continuous renal replacement therapy). Renal dysfunction was felt to be on the basis of cardiorenal syndrome and the patient had a history of an acute kidney injury prior to lvad implant. The patient was reportedly asymptomatic during the alarms and remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 outlines potential adverse events, including renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. This section explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 of this document explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.